Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed errors in temperature. Errors in water temperature readings. In addition, they asked for a complete service and checking of filters with possible replacement. During the water change, garbage flowed out. Per review of wo on 28mar2025, there was no patient involvement. Per follow up information received via mail on 28mar2025, the device was on its way to crs service center.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed tank harness. The device was evaluated upon receipt. Error 79. Primary and secondary water outlet temperature sensors differ by more than 1 °c. Replaced tank harness. Fill tube clogged. Replaced fill tube. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed errors in temperature. Errors in water temperature readings. In addition, they asked for a complete service and checking of filters with possible replacement. During the water change, garbage flowed out. Per review of wo on 28mar2025, there was no patient involvement. Per follow up information received via mail on 28mar2025, the device was on its way to crs service center.